Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The drive support was inspected and no anomaly was noted. All of the buttons are responding properly. No damage or moisture damage was found on the keypad assembly. The insulin pump had cracked case at the belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of hospitalization was 20mg/dl. The customer states they were off the pump at the time of hospitalization, but did not know for how long. The customer was treated for the lows and declined to troubleshoot. The customer states they had issues with buttons on pump not pressing. The customer states the drive support cap was protruded. The customer's blood glucose level at the time was 256mg/dl. The customer was advised the pump would be replaced and returned for analysis.